Manufacturer narrative:
(B)(4). The customer reported that the ventilator was checked and found ventilator inoperative alarm on the screen and the battery was not charging. The battery was replaced. Further investigation indicated that the battery was 4 years old was overdue for replacement. The battery is required to be replaced every two years. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator had a continued alarm of battery inoperative. The ventilator was not on patient at the time of the event occurred.